Event description:
Pt came for pulmonary vein ablation. Time out and intubation performed. All equipment set up and 3-d mapping system set up. Map complete and ready to ablate. St jude unable to find catheter on their machine. It called and unable to guarantee problem is fixed. Case aborted.